Manufacturer narrative:
This report is submitted on july 9, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode into the ear canal and underwent skin (flap) revision surgery under general anesthesia on (B)(6) 2018.